Manufacturer narrative:
The device was not returned for analysis. Attempts were made to obtain specific procedure and device information, however, the attempts were unsuccessful. Per the reported information, the physician purposely cut the pushwire and left the device within the patient. If additional information is received, a supplemental report will be submitted. The event could not be confirmed, as the cause event could not be definitively determined. Per the mindframe instruction for use: warning if excessive resistance is encountered during recovery of the mindframe capture¿ lp device, discontinue the recovery and identify the cause of the resistance.

Event description:
Medtronic received report of capture lp being left inside the patient. It was reported that post transcatheter aortic-valve implantation (tavi) with m3 occlusion. Conscious sedation was used and the capture lp was deployed. The clot/device was reported to have become stuck and could not recapture. Every time the physician attempted to retrieve the device /clot the patient reacted (no specific details given). The physician decided to cut the pushwire at groin and leave device within the patient. The patient did not worsen as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.